Event description:
It was reported that the patient had good efficiency from their implanted neurostimulator, except in certain places of the house. When the patient was in her garden she noticed a recurrence of her "urinary disorders with urgencies." No definitive explanation of the event was given, but electro-magnetic interference was suspected as a potential cause of the malfunction. It was noted that no solution could be found to fix the issue. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2012-00938. Additional information received clarified that the correct manufacturing site was site (B)(4).

Manufacturer narrative:
(B)(4)